Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by the affiliate that during a laparoscopic repair of incisional hernia procedure, the device was inserted and the mesh failed causing serious injury and illness. Unknown if device will be returned.